Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) replaced the purge valve assembly, and performed auto-fill calibration, as well. The stm performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer, and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated an auto-fill failure. There was no patient harm or adverse event reported.